Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
It was reported the patient¿s stimulator was revised. The patient had problems with shocking. Device interrogation and x-rays showed that the stimulator should be explanted. Upon explant, it was discovered the lead had fractured at the proximal end. The stimulator had not been fixed appropriately and spun around. The spinning stressed the lead. The patient was re-implanted and was okay.